Event description:
It was reported that the patient was admitted to hospital for feeling uncomfortable. An interrogation of the ICD was attempted and failed. The programmer displayed a message that the device was in backup vvi mode with no defibrillation capabilities. It is thought that this may be due to low battery voltage since the patient has previously had many episodes of vf that were converted to sinus rhythm via defibrillation therapy. It was recommended that the device be replaced. During hospitalization, the patient experienced multiple vt and vf episodes. The physician administrated CPR and implemented ECMO, however, the patient condition did not improve. It was later reported that the patient expired.

Manufacturer narrative:
(B)(4).